Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, leak was coming from the blue upper port on the tubing. Additional information: when was this defect observed? During or before use? Before what was the impact to the patient? Patient was relocated to a new treatment bay, delay in treatment what was the medication/fluid in use at the time of the event? Venofer/normal saline was there a delay of, or change in, the course of treatment due to the event? Delay.